Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an mltc was used in a revision case on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-18481 and 3006705815-2025-18482], which had expired on jun 6, 2025. The device was used for intraoperative testing of the implanted leads, but the mltc was not implanted itself. The procedure was completed without any complications.